Manufacturer narrative:
Product investigation summary: one (1) maxillary distractor body 15mm (part: 228.026 / lot: 6105154) was received for evaluation with complaint category "broken: intraoperatively." This complaint is confirmed as the returned device was received in two (2) pieces (threaded shaft separated from distractor housing). Whether this complaint can be replicated is not applicable as the device is already broken. A visual inspection under 5x magnification, a device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Based on the information provided in the complaint description, it is not possible to determine a definitive root cause for the complaint condition. However, based on the inspection of the returned part, it is possible that the damage was a result of exposure to excessive forces while using the alignment rods. It is stated in the technique guide that the alignment rods should not be used as leverage for bending the footplates as this may cause damage to the distractor bodies. The returned distractor body is an implant used to gradually advance the maxilla utilizing a lefort I osteotomy in the depuy synthes maxillary distractor system per technique guide. The relevant drawing was reviewed during this evaluation with no product design issues or discrepancies observed. A review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was completed: manufacturing date: june 15, 2009. Part 288.026, lot 6105154 did not contain any non-conformance reports or anomalies. DHR records for the raw material lot further indicate that the raw material underwent all required inspection and test requirements. In conclusion, review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device broke during insertion procedure; device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a surgeon was implanting a 15mm maxillary distractor body into a patient on (B)(6) 2016. While using the activation instrument the distractor body broke into two pieces. The broken device was removed and a new device was implanted. A thirty minute delay in the surgery was noted; however, the procedure was completed successfully. Concomitant devices reported: activation instrument 2.8mm hex for maxillary distractor (part 314.404, lot unknown, quantity: 1). This is report 1 of 1 for (B)(4).